Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer declined troubleshooting. The customer stated he has had bent cannulas in the past and believes he may have an insertion site issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).